Manufacturer narrative:
(B)(4). Upon completion for the investigation, a follow up report will be filed.

Manufacturer narrative:
The product for the following complaint was received on the 17th october, 2014. Upon completion of the investigation a follow up report will be filed.

Event description:
The product for the following complaint was received on the 17th october, 2014.(B)(4)

Event description:
E-mail received from the sales rep. Informed that: "the neurosurgeon says that the valve would not program and had to be explanted. He wants us to check it out and determine the reason why".

Manufacturer narrative:
The position of the cam when valve was received was 90mmh2o. The valve was visually inspected: no defects were noted. The valve was tested for programming. The valve failed the test. During the programming process the cam mechanism did not move. The valve was irrigated with purified water; no occlusion was noted. The valve was dried. The valve was leak tested. No leaks noted. The valve was reflux tested, the valve passed the test. The valve was retested for programming. The valve failed the test. During the programming process the cam mechanism did not move. The valve was then pressure tested at 90mmh2o, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the seat of the ruby ball, on the cam mechanism, and on the base plate. Review of the history device records confirmed the valve product code 82-3164, with lot cjbbr2, conformed to the specifications when released to stock on the 19th february 2008. The root cause of the problem found during investigation is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and on the base plate. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.